Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) required cardiopulmonary resuscitation as the device did not deliver required tachycardia therapy. In addition, the crt-d also did not deliver bradycardia pacing that resulted in asystole. Upon interrogation, the device was noted to be in safety mode. The device remained implanted until the patient was stable enough to replace the device. Additional information was reported that this patient died three days later. Data was sent to boston scientific technical services for further evaluation. A (B)(4) consultant discussed that the device went into safety mode after experiencing several faults and confirmed that therapy was no longer available. The crt-d was explanted and returned for laboratory analysis. Laboratory analysis confirmed that the right ventricular (rv) lead externally shorted to the device case, resulting in damage to the internal fuse and device circuitry. The device experienced two more faults which caused the device to then enter safety mode. The rv lead that was implanted with the crt-d was also returned for laboratory analysis.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the lead was performed. Only the proximal segment of the lead was returned and was severed approximately 15.4 centimeters from the is-1 terminal pin. Insulation damage was noted 7 centimeters from the terminal pin, exposing the rate/sense conductor coil. The coil was partially melted in this location, indicative of arcing occurring during shock delivery. In addition, the type of insulation damage was most likely a result of lead-on-can contact. Resistance and pressure tests were completed to assess the electrical performance and insulation integrity for the lead segment. Measurements throughout these tests were within normal limits. Laboratory testing confirmed that the energy from this rv lead shorted to the device during shock delivery due to a breach in the insulation.